Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The examination of the device showed no defects. The device was given functional testing and the cuff could not be inflated. The review of the device hazard analysis indicated the device issue could have been caused by solvent application being performed incorrectly. However, the review of the manufacturing process confirmed this device type's inflation system leak mitigation were all being followed appropriately. The cause of the issue was potentially identified as manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, the customer noticed the cuff was inflating. This product problem was observed during a pre-test. No patient injury or complications were reported in relation to this event.